Event description:
Adverse event(s): "bacterial staphylococcus bilateral eye infection" (infection, bacterial); "blepharitis" (no code available); "swollen eyes" (inflammation); "preauricular swelling" (inflammation); "swelling in facial area" (inflammation); "pouring of clear fluid" (tearing, excessive); "red eyes" (red eye(s))); "photophobia" (no code available); "bacterial (B)(6) bilateral eye infection" (B)(6); "viral follicular conjunctivitis and bacterial conjunctivitis" (conjunctivitis); "allergy" (hypersensitivity); "headache" (headache); "dizzy" (dizziness). A consumer's husband initially reported on (B)(6)2010 that his wife developed an eye infection following the use of this product. Additional information was received from the consumer on 07/21/2010; she stated she went to her ophthalmologist three times and was misdiagnosed with viral follicular conjunctivitis and bacterial conjunctivitis. She noted her ophthalmologist stated her symptoms could be due to an allergy to an antibiotic antifungal medication or to this product. She reported her ophthalmologist treated her with an antibiotic antifungal treatment and an anti-inflammatory corticosteroid. She reported after her third visit to her ophthalmologist her symptoms worsened severely with swollen eyes below lower lids, preauricular swelling, pouring clear fluid, red eyes, light sensitive, headache, dizzy, and swelling in facial area. She stated after four days with little resolution she went to her primary care physician on (B)(6)2010 and was diagnosed with blepharitis with a probable bacterial cause. She stated her primary care physician treated her with steroid drops, antibiotic drops, and an eye wash for three weeks. The consumer reported on (B)(6)2010 cultures of the solution revealed growth in broth of (B)(6) and a sparse growth of gram negative bacilli. She stated at this time she is continuing her medication regimen and her symptoms are resolving.

Manufacturer narrative:
Device from controlled/non-released inventory evaluated: evaluation summary. The complaint device associated with this report was removed. It is unknown if the product was used according to labeled indications. Batch records were reviewed for lot 174644f and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 174644f met all release criteria prior to product release. Visual examination was conducted and the returned sample showed no anomalies. There are no similar reports for this lot. Additional information was requested via mail on 07/08/2010 and 07/19/2010, via fax on 07/19/2010, and via phone on 07/19/2010 and 08/02/2010. Additional information has been requested from the consumer's ophthalmologist and primary care physician. A questionnaire was received from the consumer on 07/21/2010. (B)(4).